Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported elevated blood glucose (bg) levels. The patient indicated that he had bg elevations ranging from "237 mg/dl" on (B)(6) 2012, to "401 mg/dl" on (B)(6) 2012. At 2:00 am on (B)(6) 2012, the patient was vomiting. At the time of contact with anm, the patient felt general malaise and had a bg level of "350 mg/dl." The patient had reportedly changed her site the mornings of (B)(6) 2012. In both instances, the patient admitted to seeing blood present at the sites. The patient reportedly changed the site again during the mid-morning of (B)(6) 2012. During the contact with anm, he reportedly noticed bubbles in the cartridge and tubing. Through troubleshooting, the anm representative involved in this contact noted that the patient was possibly using refrigerated insulin. He was also reportedly not paying too much attention when cycling his cartridges. In addition, his movements were noted as being quick. The anm representative also documented that the patient was over pressurizing the insulin vial. The patient was advised to inspect for air bubbles regularly. The alleged issue was resolved with training. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he had developed elevated bg levels with symptoms suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error related to using refrigerated insulin leading to air bubbles in the cartridge/tubing system.

Manufacturer narrative:
Follow-up #1 date of submission 01/28/2013 - device evaluation: the cartridge has not been returned but a retained sample was evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the cartridge passed visual inspection and the fill test. A leak test was performed and the cartridge was found to be leaking from the first o-ring on the plunger and out the vent hole. There was no defect found.